Manufacturer narrative:
Manufacturer report 2938836-2017-21687, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Event description:
It was reported that the device was in backup vvi mode after multiple aborted shocks and appropriate shocks. The device was explanted and replaced due to elective replacement indicator. The patient was taken off life support with medication changes post procedure.